Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report. The motor was tested outside of the device and passed.

Event description:
It was reported that the insulin pump had delivery anomaly. Customer's blood glucose was unknown. Customer stated that he received his new insulin pump and the basal rates were not working. Troubleshooting was done. The customer was assisted to perform displacement test and the insulin pump passed. The customer was advised the insulin pump is working as designed however the customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.